Manufacturer narrative:
Additional information has been requested and, if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. Imaging confirmed the presence of a prior wright medical/stryker tar implant. The surgeon plans to revise both components and intends to use an inbone tibial component with an invision talar component for the upcoming procedure.